Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was reported as "high" although specific value was not provided. Customer addressed bg by administrating a correction bolus via pump. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.